Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized for pain and vomiting. Stimulation was turned off and the symptoms subsided. The device was reprogrammed and the patient is currently using their device to find effective pain relief.